Manufacturer narrative:
(B)(4) the device was held in the facility for their evaluation purposes on the complaint involved. The device was received and evaluated 7/6/2017. The complaint was confirmed. When the handle was dissected, it was found that all the articulation cables were intact and did not appear to have slipped. However, it appears that the ¿up¿ cable was not routed properly around the gear tooth on the pulley, which introduced slack into the system and allowed the head to flop.

Event description:
During a stand-alone laa procedure, a pro140 clip was attempted to be positioned but the articulation release button did not work. The deployment loop would not lock when the articulation release is positioned in the ¿lock¿ position. Another pro140 was opened and successfully placed on the laa. There was no delay in the case and the patient outcome was not affected.